Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer did not received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer also reported that the performed self test and the test did not pass. Customer stated that the fill cannula was recorded in daily history. Troubleshooting was performed. The insulin pump will not be returned for analysis.